Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This is the same event as 3010536692-2014-01167, -01168. This report will be updated when the investigation is complete. This event occurred in the (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient complained of pain.